Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length was returned for investigation. Visual evaluation of the as returned product identified a screw fragment in the implant drive feature. Packaging component usually placed on top of implant was also returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was placed and removed on the same day. Review of appropriate documentation: documents reviewed: instructions for use ¿ implants, abutments and restorative components for 3.1mmd eztetic¿ implant¿ ifu9228 rev.1 ¿ 11/19. Information identified: warnings, precautions and breakage (pages 2 & 3). Per the applicable IFU, it is stated that improper techniques can cause device failure. Complaint history review: DHR and complaint history for the unknown zimmer mount could not be performed since the item/lot information were not available. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction has occurred for the screw fractured and the reported event is confirmed.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the implant was placed with immediate loading and the screw of the mount broke inside the implant and therefore he had to remove the implant and affirms that he placed another implant in the same surgery on the same day. The doctor also confirms that the patient did not suffer any impact on his health. The affected dental position is unknown.